Event description:
It was reported that a peritoneal dialysis (pd) patient had a stay safe cap that was falling apart, and solution leaked everywhere. Upon follow up, the patient confirmed that the stay safe cap fell off of the pd catheter resulting in a fluid leak discovered after treatment was completed. The patient stated that there were no fluid leaks with the cycler set, cycler, or solution bags. The cycler did not alarm during the instance. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatments using the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue. The patient confirmed that the stay safe cap was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although the actual device was not available to be returned, two companion samples were returned to the manufacturer for physical evaluation. The samples were visually inspected and found that the sterile stay safe caps are acceptable. The connectors were closely inspected and found acceptable, with no defect such as thread damaged. In addition, the samples were tested connecting a catheter extension to the stay safe cap and no leaks were observed. The blue pin was transferred successfully from the disc into the catheter extension and into the disinfection cap without any restriction. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. Complaint history review for affected product and product family: in the last 12 months we received further complaints with a similar failure description which was related to article 050-95012. A systematically failure at the disinfection cap could not be detected in these cases. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. In regard of the reported failure we assume a handling issue as the reason for the complaint, which was eventually caused by a user related circumstance or the usage of other items or products which were used during the treatment (e.g. Cycler). The sterilization process and the transport within the USA could have impact on the product as well. During the physical evaluation, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a stay safe cap that was falling apart, and solution leaked everywhere. Upon follow up, the patient confirmed that the stay safe cap fell off of the pd catheter resulting in a fluid leak discovered after treatment was completed. The patient stated that there were no fluid leaks with the cycler set, cycler, or solution bags. The cycler did not alarm during the instance. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatments using the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue. The patient confirmed that the stay safe cap was discarded and is not available to be returned to the manufacturer for physical evaluation.